Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: lumbar posterior fusion it was reported that the patient underwent occipito-cervical fusion surgery. Post-op, less than 1 month after surgery, the left joint rod ruptured and broke. No fusion occurred.